Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer states insulin pump display reads critical error. Customer was in a pool while alarm occurred. Customer was using lithium energizer. Customer stated insulin pump errors did not displayed before the "critical pump error" image was displayed on the screen but sensor signal lost was showing. Insulin pump was displaying cartridge half red with swooping arrow to right with a book and question mark in it. Customer also reported blank display. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. Analysis was unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display noted. The insulin pump was received with moisture damaged on motor assembly. No physical damage on the case noted.